Event description:
It was reported that the device was returned to the manufacturer after being removed for normal depletion. The device subsequently tested out of specification during the manufacturer's analysis. During follow up in regards to the device, it was noted that the right ventricular (rv) lead had increased to high threshold. It was noted that the patient had a small infarction about the time of that the threshold elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The cause of the no output pacing failure was due to an open circuit condition internal to the c11 capacitor.